Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, when one (1) ultrabutton was removed from the paper carrier, it was found the suture was already broken. As a result, the procedure was delayed for 5 minutes before being continued, using an equivalent s+n back-up. No further complications were reported.